Manufacturer narrative:
H3) preliminary device evaluation: medtronic is leading an evaluation of the reported arm cart assembly. Review of the field service notes indicated that the logs were analyzed and an error code for 'linked to arm recoverable error - robotic arm potentiometer redundancy failure' was observed. The joint position sensor (jps) brooming script was performed on the robotic arm joint 2 of the arm cart assembly to resolve the issue. Further evaluation of the reported arm cart assembly is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-operatively while draping arm cart assembly 4 and folding the arm cart manually, the arm cart threw a non-recoverable error. The arm cart was restarted, and then threw a calibration error. It passed on reattempt. There was no patient involvement.